Event description:
During review of vns programming history for a pt, it was noted an interrupted systems test occurred on (B)(6) 2004 which changed the settings to systems diagnostic settings. The pt was reinterrogated and the change in settings appeared to not be noted. The pt was left at systems diagnostics settings at 1 ma/ 30 hz/ 500 pw/ 30 sec on/60 min off. The change in settings was noted at the next interrogation on (B)(6) 2004, but the off time was left at 60 minutes. At the (B)(6) 2005 office visit, the off time was changed to 5 minutes.

Manufacturer narrative:
Analysis of programming history.